Event description:
It was reported that that the tube a light sensitive drug set had a hole. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified an approximately 0.2 cm long cut in the tubing. A gravity test was performed to test for leakage, and the set leaked from the tubing. The cause of the cut was unable to be determined. In order to further investigate this condition, a CAPA was opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.